Event description:
It was reported that cartridge was not fully snapped into pump and that pump showed malfunction alarm while customer was driving, and no drops were observed during cartridge loading. There was no adverse impact to the customer's blood glucose level. Customer reset malfunction, successfully reloaded original cartridge, and resumed insulin delivery without further issues, while technical support provided pump reset instructions, advised software update, verified identifying information, and closed case after customer declined further troubleshooting.